Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and unable to recover. A field service engineer found that an old legacy controller printed circuit board (pcb) was shutting down the rest of the drawers, replaced the interface printed circuit board (pcb) and flex cable, but the device continued shutting down, then replaced the controller printed circuit board (pcb) from the drawer that needed to be returned, including the interface printed circuit board (pcb) and flex cable, which resolved the issue, performed a functional test, and the customer inventoried medications to confirm functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer could not be recovered, and the user was unable to remove medications. The customer rebooted the device and attempted recovery; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.